Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement. Pump powered up properly after battery installation. No blank display noted. The pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to the electrical board during visual inspection. Pump received with pump error 38 during rewind sequence due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to corrosion found on the motor home switch. No frozen display noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer hit rewind and the screen went black and it is stuck in rewind. The customer received with multiple insulin pump errors. The blood glucose was unknown at the time of the incident. The insulin pump is frozen up; the buttons are not working now. Customer stated they are not able to rewind the pump. The customer declined troubleshooting for the main arm cannot communicate with the motor arm alert. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.